Event description:
It was reported during an unk procedure that 2 devices were used during the surgery. The first one broke after 20 mins of use. Then the second one came into use. This device only could be use for 60 mins, after that the blade broke. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.